Manufacturer narrative:
The device used in treatment was not returned for evaluation with no additional information provided we have not been able to establish a relationship between the reported event or determine a root cause. Probable cause includes raw material issue & storage temperature, the IFU offers further guidance. Medical review concluded, without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. The associated risk files contain details relating to harm. However, the clinical review has not established a causal link. Additional rmr is not required. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. No batch/lot number has been provided, therefore a review of the device history has not been possible. A complaint history review found other related failures. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.

Event description:
It was reported that when the carrier was removed, the silicone adhesive did not remain on the film and removed with the carrier from the film, so it was impossible to use. A vinyl tape was used as a fixation tape, instead of opsite flexifix gentle. No patient harm. No delay was reported.